Event description:
On (B)(6) 2012 the reporter contacted animas to report that during the night of (B)(6), 2012 the patient experienced the symptoms of confusion, sweating and chills. The patient did not test her blood glucose level, but administered self-treatment by consuming glucose tablets. On (B)(6), 2012 at 7:18 am the patient's blood glucose reading was 167 mg/dl. She did not seek any medical attention. The patient report that the evening prior to this event, she had eaten a sandwich but did not know the number of carbohydrates in it. The patient took a bolus for this meal. Two hours later, her blood glucose level was 245 mg/dl and she took another correcting bolus before retiring. Troubleshooting revealed all pump settings, programming, date/time were correct and the total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique may have been incorrect by not calculating the appropriate bolus to take for her meal. However, as the patient suffered symptoms suggesting severe hypoglycemia afterwards, and received treatment with glucose, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no defect was found. The pump passed a 29 hour flow test and was found to be delivering within the required specifications. . There were no alarms or pump conditions indicating a malfunction recorded in black box or alarm history, only typical usage alarms and warnings were observed. The black box shows dates from (B)(4) 2012. Review of the daily insulin delivery totals shows pump was delivering accurately up until the last date used by the patient.